Manufacturer narrative:
This report is being supplemented to provide additional information based on a correction to g2, the device evaluation, the legal manufacturer's final investigation and the hygiene microbiological investigation report. G2 - selected "other" to add the country france. Three attempts were performed to obtain the cleaning, disinfection, and sterilization of the scope instructions but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. The device was evaluated where no abnormalities were found though there were several technical defects such as the bending section cover glue is peeling, switch button rubber one (1) damaged and the angulations are out of specification. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. After being reprocessed a second time per the instructions for use (IFU) and sent out for additional testing, the microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. This information is addressed in the instructions for use (IFU): "warning: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the distal end and channel on the evis exera ii ultrasound gastrovideoscope tested positive for champignons filamenteux during periodic testing of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and the results are still pending. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.